Event description:
It was reported that the device exhibited non-sustained right ventricular oversensing on the stored egms. Charging stars and double counting of r waves were also observed. No changes have been made since this is a common occurrence during a device testing period. No adverse events were reported and patient had no symptoms.